Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 12/01/2009, 12/16/2009, 12/17/2009 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).

Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a pt is seeing starbursts while driving at night. Additional info has been requested.